Event description:
Biomed is reporting the v60 waveform has an artifact on the baseline after replacing the blower for a previous system leak test failure. Biomed also reporting the artifact is present when utilizing the bi-pap test connector. The customer is reporting the blower sounds like it is struggling. There was no patient involvement. A remote service engineer advised the customer to replace the blower. The customer is reporting they have a spare blower on the shelf. The customer replaced the blower, and the issue was resolved. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.